Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on november 18, 2020. According to the complainant, during the procedure, it was found that the cutting wire was broken. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): mayo clinic hospital rochester, st. Mary's alfred 6-445. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was broken and was bent at approximately 17mm. Additionally, the working length was bent at the middle section. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. The working length was also torn from the end of the rapid exchange channel. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was no constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. In addition, the working length was found bent and torn, which could have been generated by the technique used to advance the device through the scope or by the interaction with other devices damaging the catheter. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was found that the cutting wire was broken. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.